Event description:
Additional information was received from a patient's representative (pt rep). It was reported that they called back with the same issues previously documented. Pt rep stated that the stimulation has been turning off automatically for the past four to five days. They also reported being unable to make adjustments to the two to three programs the patient has. Patient rep stated that they have an appointment with their healthcare provider (hcp) tomorrow and need to meet with an manufacturer representative (rep) for reprogramming. Agent reviewed rep's role and redirected the patient to hcp for further assistance.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient representative regarding an implantable neurostimulator. The reason for call was 'settings not available, cannot provide your desired settings'. The message had been coming up for a couple of months on groups a and b. Group c worked and patient could increase. Patient representative (pt rep) confirmed the implant was fully charged. Patient had no falls/no trauma but had weight loss. Patient rep also mentioned the implant was implanted too low and it was hard for the patient to reach to charge it and patient rep had to help patient charge the implant. Patient rep also mentioned sometimes it was finicky to connect even though the recharger was on top of the implant and it would say 'no device found'. Reviewed to press 'recharge' instead of 'try again'. Patient was able to start a charging session on the call. Patients rep called back in stating two of the three programs patient has are non functional and they are worried that if the one group stops working with only one program, the patient will be having debilitating headaches. Agent redirected caller to healthcare provider.